Event description:
The facility representative contacted baxter to report an infuosr that had a leak. The event occurred before use. The device was filled with desferal and stored in the fridge overnight. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. A batch review has been performed and all of the release criteria were met for the production of this batch.